Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead (eventually the whole lead) was returned, analyzed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead showed an increase in coil impedance during the generator replacement procedure. The physician suspected a lead fracture. It was also reported that after the rv lead was connected, impedance measurements were greater than 200 ohms. The physician attempted to reconnect the lead; however the result was the same. The lead was removed and replaced. No patient complications have been reported as a result of this event.